Manufacturer narrative:
(B)(4). It was reported the bone cement used during the initial procedure is within scope of a recall related to weak seals. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): unk, unknown tibial bearing, unk. Unk, unknown tibial component, unk. Unk, unknown femoral component, unk.

Event description:
It was reported a patient experienced infection following a total knee arthroplasty; antibiotics were used for the patient as conservative treatment. Patient was subsequently revised due to the infection. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.